Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. An attempt to test the receiver was made; however, the error message "call tech support" was displaying on the screen. The error message stops the receiver from communicating and functioning. As a result, the receiver data log could not be downloaded and functional testing could not be performed. Pictures were taken. The reported event of a loss of connection could not be confirmed via device evaluation. However, the reported loss of connection was confirmed via data on the initial report. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. The data log was provided by the patient. The data was reviewed on 06/28/2016 and confirmed the reported event of a loss of connection. A definitive root cause could not be determined.